Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. 1. General information: complaint: (B)(4). Examination carried out by: (B)(6). 2. Information to the sample: 2.1 model: perfusor space. 2.2 article number: 8713030. 2.3 serial number/batch: (B)(6). 2.4 software version: n030005. 2.5 hours of operation: 3860. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. A bd plastipak 50ml syringe was inserted a infusion was started with a rate of 50ml/h and a volume of 50ml. After one hour the infusion stopped and the syringe was empty. The display shows that 61.55ml was infused. However, an infusion was started at the level of 12.36ml. Then 50ml was infused and the display shows 61.55ml. The volume was not reset. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damaged parts are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A b. Braun 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,36%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 3.5 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3.6 test equipment: description: typ nr.: lab.-ID.-nr. N/a. 3.7 for examination used disposables: description: ref.: lot: bd plastipak 300865 2204097. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. Addition information: n/a.

Event description:
As reported by the user facility information by bbm sales organization in "perfusor space- flow rate" according to the customer: "setting 50 ml on 1 hour stopped after 1h02 for 61.55 ml".